Event description:
It was reported that during the procedure, the tip of the catheter (subject device) detached inside the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as analysed event. As per the complaint information the patient had moderate to severe tortuousity of the anatomy, which may have caused or contributed to the reported catheter fracture during removal from the patient. An assignable cause of procedural factors will be assigned to the reported event as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the tip of the catheter (subject device) detached inside the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.